Event description:
It was reported that during a bph surgical procedure the message "'please wait' with no next step" and "cant go to operation mode" were noted. The procedure was canceled. No harm to the patient was reported.